Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported via the device manufacturer's representative (rep) that he experienced a fall earlier in the year and after the fall the patient noticed that stimulation had moved from his neck/arm area into his stomach. He stopped using the device and now the device was overdischarged. The rep saw the patient on (B)(6) 2015 at the physician's office and confirmed the battery was overdischarged. Telemetry could not be performed due to the overdischarge. The rep was working on a time to set up a physician charge; the patient didn't have his recharger. The issue was not resolved at the time of this report. There was no surgical intervention that occurred, and it is unknown if surgical intervention was planned. If additional information is received, a supplemental report will be submitted.